Event description:
A malfunction was reported with the pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. Customer was advised to contact support again if the malfunction recurred, and they acknowledged and understood the instructions.